Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on april 30, 2021.

Manufacturer narrative:
This report is submitted on february 23, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment with suppuration. Additional information has been requested but has not been made available as of the date of this report.